Event description:
It was reported that the 9800 system had a charger failure and poor image quality. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The generator battery and the ccd camera were replaced during the service call. The system was tested, and found to be working as intended, and put back into service.